Event description:
It was reported that, the patient had bilateral tkr within days of each other. Shortly after the implantation the patient began experiencing pain, swelling and a rash on both knees. The doctor suspects either an allergic reaction to the metal composition of the implants or an allergy to the bone cement. The patient is trying to find a facility that test for bone cement allergies. I offered to transfer the patient to the business support team and he stated that he has acquired the information he was looking for and does not want to pursue an investigation through us. I requested that he calls us if he decides to pursue our investigation. This report is for a left knee revision.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left revised triathlon knee.an evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.